Manufacturer narrative:
The patient was brought into the clinic for follow-up device check and lead check. Pocket manipulation and isometrics could not provoke noise or an out of range impedance measurement. The caller stated that they will likely program pacing to unipolar mode and sensing to bipolar mode as the patient paces 98% in the atrium and only 2% in the ventricle. The patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The patient is paced less than one percent. No adverse patient effects were reported.